Event description:
It was reported that this pacemaker exhibited noise that was being oversensed. Noise was present with isometric movement on both the atrial and ventricular channels. It was suspected there was a header issue. Subsequently, the device was explanted and replaced with manipulation of the leads out of the pocket. The patient did not experience any asystole. The leads remain in service. This device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a centered hole in the rv seal plug and foreign material consistent with dried blood in the proximal ends of both ports. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited noise that was being oversensed. Noise was present with isometric movement on both the atrial and ventricular channels. It was suspected there was a header issue. Subsequently, the device was explanted and replaced with manipulation of the leads out of the pocket. The patient did not experience any asystole. The leads remain in service. This device is expected to be returned. No additional adverse patient effects were reported.